Event description:
The health professional stated that an oratec interventions rf generator and tac-s electrothermal probe was being utilized for a shoulder arthroscopic procedure. A conmed corporation dispersive electrode was also used in this procedure. The health professional then stated that the procedure was going well until approximately 3/4 of the way through the procedure when it was noticed that the temperature would not go above 40-42 degrees c. At this point the health professional stated that they replaced the electrothermal probe and the connecting cable after which the same results were noticed. At this point the health professional stated that they decided to replace the pad. When the pad was removed 3 burns were noticed on the pts thigh with corresponding areas on the dispersive electrode...the distal burn was approximately 7.5x5cm with two other smaller satellite burns proximal, both of which were approximately 1x2mm in diameter. A general surgeon was brought in and treated the affected areas.